Manufacturer narrative:
Pt weight: unk. Event problem and evaluation codes: (B)(4) .

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -13.50 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was reported as having an excessive vault and removed within the same surgery with no apparent injury. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/60.

Manufacturer narrative:
Additional information: device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Clear surgical residue/debris was present on the product. Visual inspection found that there was no visible damage to the lens. Corrected data: conclusion code: as per dfu for this lens model, implantation of this lens in an eye with an anterior chamber depth (acd) less than 3.0mm is contraindicated. This patient has an acd of 2.93mm. Claim # (B)(4).